Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ventilator displayed "vent inop" error message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found mix air flow sensor reading out of range error code from the logs. The sp performed all calibration and tests. Sp could not duplicate the reported issue. However, upon review of the ventilator logs, the ventilator did not stop ventilation but entered backup ventilation at the time of the event. The ventilator passed all required tests and calibrations. It is in working condition and has been returned to the customer. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, this 980 ventilator displayed "vent inop" error message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Upon review of the ventilator logs, the ventilator did not stop ventilation but entered backup ventilation at the time of the event.